Manufacturer narrative:
Continuation of concomitant products: cmrm6133 absorbable envelope, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced noted the patient experienced and infection approximately three weeks after the implant of an implantable pulse generator (ipg) and absorbable envelope. Antibiotic treatment was performed. The patient had a known drug allergy to doxyxcyline. The ipg system was explanted. No further patient complications have been reported as a result of this event.